Manufacturer narrative:
Although requested, this AED nor its electronic log files were returned and thus the root cause could not be determined. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that the AED's asi is flashing red, and will not speak. They reported that this did not occur during patient use.